Event description:
Both dental protectors within one day of use came apart-separated top and bottom. She thinks both were defective and suggests we make a better product. They were very difficult to fit properly and since they are also very stiff after fitting, they made her mouth sore.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.